Event description:
Material #:2420-0007. It was reported by customer that the alaris infusion set disconnected/broke below the safety clamp site. No harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:2420-0007 batch#:unknown it was reported by customer that the alaris infusion set disconnected/broke below the safety clamp site. Verbatim: rcc received a complaint via email. Sn (B)(6). Alaris infusion set disconnected/broke below the safety clamp site. 2nd event to occur. Ref alaris infusion set 2420-0007 additional info: 1. Please provide the date of event. 11/18/2024 2. Please provide the batch# or lot# number? Ref # 24200007. No lot number. 3. Please provide the address of the facility for us to ship the return label? Product not saved but picture captured. See attachment. 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Not aware. 5. Please confirm the number of occurrences. Single. 6. What was the medication/fluid in use at the time of the event? Not aware. 7. Was this a chemotherapy drug? Not aware.

Manufacturer narrative:
It was reported that the sample separated below the safety clamp. One photo was taken by the customer that does not show the reported failure. No sample was returned so no further investigation could be conducted. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer.